Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had been on therapy for a few days on the arctic sun device. The device was reading marginal flow 2 l/m. The flow rate was fluctuating from 1.4 l/m, 1.7 l/m to 2 l/m. The device started showing marginal flow this am around 7 when patient came back from scan. Nurse noted a lot of bubbles in r chest pad connector. The target temperature was 37.5c, water temperature was 6.1c, patient temperature was 38.1c, flow rate was 2 l/m. The system diagnostics showed outlet monitor temperature (t1) was 5.4c, outlet control temperature (t2) was 5.3c, inlet temperature (t3) was 8c, chiller temperature (t4) was 3.6c, water flow rate was 2 lpm, inlet pressure was -7psi, circulation pump command was 57 percentage, mixing pump command was 100 percentage, heater showed 0, system hours were 12921.8 and pump hours were 10925.1. Mss walked nurse through stop therapy, drain, disconnect and reconnect the arctic gel pads. All lines straight with no bends or kinks and did not see tears in fluid delivery line. The flow rate stabilized at 2.7 l/m.

Event description:
It was reported that the patient had been on therapy for a few days on the arctic sun device. The device was reading marginal flow 2 l/m. The flow rate was fluctuating from 1.4 l/m, 1.7 l/m to 2 l/m. The device started showing marginal flow this am around 7 when patient came back from scan. Nurse noted a lot of bubbles in r chest pad connector. The target temperature was 37.5c, water temperature was 6.1c, patient temperature was 38.1c, flow rate was 2 l/m. The system diagnostics showed outlet monitor temperature (t1) was 5.4c, outlet control temperature (t2) was 5.3c, inlet temperature (t3) was 8c, chiller temperature (t4) was 3.6c, water flow rate was 2 lpm, inlet pressure was -7psi, circulation pump command was 57 percentage, mixing pump command was 100 percentage, heater showed 0, system hours were 12921.8 and pump hours were 10925.1. Mss walked nurse through stop therapy, drain, disconnect and reconnect the arctic gel pads. All lines straight with no bends or kinks and did not see tears in fluid delivery line. The flow rate stabilized at 2.7 l/m.

Manufacturer narrative:
Upon further review of investigation, bd has been determined that this event is not reportable. The device was not returned